Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a trial patient who was using an external neurostimulator (ens) for urge incontinence and urgency frequency. It was noted that the patient¿s trial started on (B)(6) 2019. It was reported that the patient had not voided since the evaluation started; they had no voids, no urgency, and heavy leaks. There were no device issues reported, and no further patient complications are anticipated or expected as a result of this event.